Event description:
Additional information received indicated that the leads had migrated. As a result, surgery took place wherein the leads were explanted and replaced with a paddle lead to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2020-33270. It was reported that patient had ineffective therapy. Diagnostics indicated high impedances on all contacts of one of the leads. Troubleshooting with the other lead was unable to resolve the issue or provide effective therapy. As a result, surgical intervention was taken on (B)(6) 2020 to try and implant a new lead to address the issue. However, the procedure was unsuccessful, and as such, further surgical intervention may be taken at a later date to address the issue. It is not known which lead has high impedance, so both are being reported. Manufacturer report number 1627487-2020-48823 captures the abandoned procedure on (B)(6) 2020 wherein the new lead was unable to be implanted due to patient anatomy.